Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/10/2008 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device observed that the comb was bent. Gnarling of the right end of the roller and wear to the roller gear was also observe. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. No information is known about the cutter(s) utilized during the reported event. Improper handling most likely caused the damage to the comb, which most likely caused the customer's reported event. Additionally, improper handling most likely caused the damage to the roller and roller gear, which likely contributed to the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was not cutting properly. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.